Manufacturer narrative:
E1:patient city: (B)(6) patient country: slovakia.

Event description:
Reference number (B)(4) event occurred in slovakia. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing site connector. The infusion set was in use for 1 day. The insertion site was upper buttocks. No further information available